Manufacturer narrative:
Updated field: b4, e1(site country), g3, g6, g7, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10.

Event description:
N/a.

Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) found that the display screen was not working properly, to fix the issue he replaced parts cable,coiled,iabp, instr,display replacement, cable,video receiver to lcd, mounting plate,nec display, 10.4" display w/ rtv bead sea, and the pcb,color video receiver. He then performed a pm, a full calibration, and tested the unit. The equipment works to manufactures specs, cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter is (B)(6) the initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the display was not working properly on the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.